Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in the proximal left anterior descending artery. The physician was preparing to load a 3.50x20mm liberte' bare metal stent onto a guidewire when stent damage was noted. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)